Event description:
During surgical procedure, the surgeon noted difficulty in opening and closing the needle forceps on the robotic handpiece instrument. The instrument was removed from the robotic system and exchanged. Case completed without incident. This was a second failure of a robotic instrument on this case. The additional instrument was reported separately in medwatch.======================manufacturer response for large needle driver, davinci endowrist (per site reporter).======================mfg provided replacement and failed unit returned for analysis.